Event description:
My (B)(6) mother, who weighs approximately 110 lbs, experienced a fall while using the byacre carbon ultralight walker. During the incident, one of the walker's wheels broke, resulting in my mother falling to the ground and hitting her head. This malfunction raises significant safety concerns regarding the product's reliability, especially for elderly users who depend on it for mobility and stability.